Manufacturer narrative:
(B)(4). What is meant by the following statement: the clip was split off after firing.-it means the clip was broken. Which firing of the device did this event occur on? ¿the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ¿the information was not provided from the hospital, but it was used for appendicectomy. Was the clip fully advanced into the jaws prior to firing? -yes. Was there any torquing or twisting of the device present at the time of firing? ¿no. Was any unexpected resistance felt while firing the trigger? ¿no. Were any unexpected noises heard? If so, when? ¿no.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clip was split off after firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Was the clip malformed due to you state it split, did it drop or eject out of the device or did it fall off of the tissue? ---it dropped into the patient body and all clips were retrieved by a forceps. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident.